Event description:
It was reported that the needle adaptor separated from a solution administration set and the medication leaked. This occurred during patient infusion. The reporter stated that the patient did not receive the full amount of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured in september, 2013. The sample was not returned; therefore, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.